Event description:
The customer reports the patient got their pd catheter 20040309. Using it for homedialysis with homechoice night machine. They woke up in the middle of the night because of dialysis solution poring from the catheter. The catheter is broken 2 cm from exit site.